Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a rep reported a patient¿s ipg was low. The rep confirmed the battery voltage was at 2.73v. The patient did not experience a loss of therapy. An ipg replacement is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on 10june2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep reported a patient¿s ipg was low. The rep confirmed the battery voltage was at 2.73v. The patient did not experience a loss of therapy. An ipg replacement is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted 10 jun 2024 it was reported surgery took place. There were no complications. Therapy was restored.